Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited electrocardiogram anomaly. No intervention was performed at this time. The patient's condition was good during and post event.